Manufacturer narrative:
(B)(4). Patient information was provided. The patient was a (B)(6) year old female.

Event description:
The customer reported that a patient was burned at the return pad site during a gynecological procedure. The pad had been placed in a left upper limb area. At the end of the procedure when the return electrode was removed, redness was observed on the patient's skin. It was considered a first-degree burn. Local measures were taken to reduce the redness and it disappeared. The incident sample was discarded by the site.

Manufacturer narrative:
(B)(4). The incident sample was discarded by the site and is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.